Manufacturer narrative:
(B)(4).

Event description:
. Philips received a complaint by the customer on the v60 indicating that the device was alarming for co2 for rebreathing error while running. It is currently unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer was sent a quote for onsite service which is currently pending.